Event description:
User reported she had taken a binaxnow covid-19 self test solution and splash liquid from the dropper in the eyes accidently. The user refused to provide any further information. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Technical services provided the user the safety data sheet of the reagent through email. A supplemental report will be provided if any additional is obtained.